Manufacturer narrative:
Based on the claim against the product by the customer noting hrsv left eye lost video, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse checked the video signal and swapped the output cables, but the left hrsv eye still had no signal. The input cables on the monitors were also swapped, but issue persisted. It was confirmed that the left hrsv monitor was defective and needed to be replaced. After replacement, the system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the hrsv involved with this complaint and completed the device evaluation. Failure analysis confirmed and reproduced the customer complaint. The hrsv was installed onto the pca test system, booted up with no issues; however, the left eye monitor was dead. There were no images shown on the left eye of the hrsv. The complaint was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted rectopexy surgical procedure, the user observed that the surgeon console (ssc) high resolution stereo viewer (hrsv) lost video in the left eye. The customer power cycled the system, but the issue remained. The customer also checked the vision side cart (vsc) touchscreen and both eyes were normal. The technical service engineer (tse) guided the customer to check the left hrsv if there was a graphic or backlight. The customer stated that there was no backlight and it looked like the hrsv had no power. The customer elected to continue the procedure with the hrsv single eye. The procedure was completed with no patient injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the issue persisted even after a hard power cycle was performed. The surgeon elected to continue the procedure under this condition. No known impact or patient consequence was reported.